Manufacturer narrative:
The steris service technician installed the replacement loading car and transfer carriage, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Manufacturer narrative:
All instruments were reprocessed prior to use. A steris service technician arrived onsite following the reported event to inspect the transfer carriage and found that the front wheel assembly of the transfer carriage was able to become unlocked. The loading car was damaged and could not be repaired, therefore, the loading car and transfer carriage will be replaced under warranty.

Event description:
The user facility reported that an employee was loading instruments with their evolution transfer carriage when the carriage became unstable resulting in the loading car and carriage to fall to the floor. No report of injury.